Event description:
Customer states patient was receiving IV fluids through PICC line in arm. Reported gauze, biopatch and tegaderm film dressing applied per protocol on (B)(6) 2014. Stated dressing changed 24 hours later and 1659 tegaderm chg dressing was applied. Reported elevated inr and insertion site was oozing. Stated dressing changed on (B)(6) 2014 and 1659 tegaderm chg dressing was applied. Reported insertion site still oozing but no redness or sign of infection. Reported blood was obscuring insertion site on (B)(6) 2014 and dressing was removed. Reported pus was seen at the insertion site, culture obtained and patient placed on oral keflex. Reported patient discharged (B)(6) 2014. Culture results unknown. No additional information available.

Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and education programs are being effective in ensuring optimal use of the product. The insert provides the following information on site: the site should be observed daily for signs of infection or other complications... Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at lease every seven days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm (tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen.